Event description:
The recipient is reportedly experiencing decreased performance. A review of the recipient's test data indicates impedance issues. Revision surgery is under consideration.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: sections b.3, d.6b, h.6. Advanced bionics considers the investigation into this reportable event as closed. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. The recipient's device is reportedly lost and will not return to advanced bionics for analysis. A review of the device history record was completed and no anomalies were noted. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Correction information: section h.2. Advanced bionics considers the investigation into this reportable event as closed. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. The recipient's device is reportedly lost and will not return to advanced bionics for analysis. A review of the device history record was completed and no anomalies were noted. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Programming adjustments have been made; however, the issue did not resolve. Revision surgery has been scheduled. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.